Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt of an implantable cardioverter defibrillator (ICD) the physician reported difficulty removing the wrench from the set screw. The physician described it as "stickiness" and reported experiencing this problem before with the physioshape devices. The physician did not provide any details regarding the other cases when he experienced stickiness. The device remains in use and no patient complications have been reported as a result of this event.